Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 19mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2024, structural valve deterioration (svd) and leaflet tear were confirmed by echocardiography. On (B)(6) 2024, the valve was explanted. The valve had stenosis, regurgitation, pannus, and svd. The valve was replaced with a 17mm sjm regent heart valve with flex cuff. The patient status was reported as stable.

Manufacturer narrative:
Explant due to aortic valve stenosis, aortic valve insufficiency, pannus, and torn cusp was reported. The device was returned to abbott for analysis and the investigation found that all cusps were observed to be torn and had fibrous thickening. The inflow surface of cusp 3 had fibrous pannus ingrowth limited to the sewing cuff. The sewing cuff was observed to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported stenosis appears to be related to the patient condition (pannus formation). However, the cause of the pannus formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted.

Event description:
N/a.